Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result of 0.45 s/co, when processing on the architect i1000sr. A previous result from reactive 2019, was reactive (3.83 s/co). Additional testing with the elfa vidas was also reactive. The patient does not have any history of antiviral treatment. No impact to patient management as reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of tracking and trending data, investigation one representative architect anti-hcv reagent lot (lot number 07639be00), and a review of product labeling. Review of tracking and trending data did not identify any trends. Investigation of one representative architect anti-hcv reagent lot ( lot number 07639be00) included a search for similar complaints which determined normal complaint activity and did not identify any trends. Additionally, a retained reagent kit of architect anti-hcv reagent, lot number 07639be00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. Evaluation of the sensitivity performance determined the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.